Manufacturer narrative:
(B)(4). This complaint is for a report of a use error for a system error 2240 during dwell stage two (of three), where the home patient stated the clamp was left open on an unused supply line. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely, and instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 2 of 3. The home patient (hp) stated that they left the clamps open and the caps off on the unused supply lines by accident. The baxter technical service representative (tsr) reviewed the proper setup procedure and instructed the hp to setup with all new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.